Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used on a vessel of the gastric pouch and the clip became stuck in tissue. When the handle was squeezed, a cracking sound was heard and the clip applier could not open. The clip applier became stuck in tissue and unanticipated tissue loss was reported. To complete the case, a stapler reload was used to staple off the tissue and clip that were stuck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.